Event description:
It was reported the procedure was being performed in nephrology and dialysis. They noted the valve of the introducer was detached from the introducer. The cvc was used with a manual closing of the introducer. On (B)(4) 2013 - follow up information states the arrow smart seal hemostasis valve was "split up" around the catheter. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.